Event description:
Device issue: none. Adverse event: stroke, respiratory distress. Onset of adverse event: two days post procedure. It was reported that the xact stent was successfully implanted in the left internal carotid artery. Two days post procedure, the pt experienced difficulty breathing, shortness of breath, decreased level of consciousness, and difficulty moving right upper extremity. The pt was found to be acidotic and was intubated. A CT scan of the head was done and the pt was diagnosed with a stroke. The pt was treated with aspirin, plavix, and subcutaneous heparin injections. The pt's condition is continuing, but improved. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). Cerebrovascular accident, dyspnea, and respiratory distress may occur during or after this type of procedure and as listed in the instructions for use. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on the available info, a definitive root cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.